Event description:
Patient reported right side ¿intracapsular rupture¿ confirmed via MRI, ¿ipsilateral axillary lymph node associated with silicone,¿ and "simple cystic formations" confirmed via echotomography. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, granuloma.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6. Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.